Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31220569l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. A pericardial effusion was noticed during a routine ultrasound check-up after the ablation was completed. There were no visible signs on the patient. The pericardial effusion was discovered and confined by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. Additional information was received indicating the physician's opinion on the cause of this adverse event is that it was patient condition related. The patient fully recovered and did not require extended hospitalization. 2 transspetal punctures were performed with a baylis sheath & rf wire. Some ablation was done prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.